Event description:
It was reported that the patient had the artificial urinary sphincter pump component removed due to malfunctioning air system. A new artificial urinary sphincter pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.